Event description:
The customer reported a fluid leak of unspecified volume from the probe of a coulter act diff analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the leak but multiple attempts at troubleshooting failed to resolve the issue. A senior fse was consulted, and pinch valves lv7 through lv12 were replaced. The repair addressed the issue, which could not be attributed to one specific valve. The repairs were verified per established service procedures. (B)(4).